Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient (foreign) who was receiving an unknown drug of an unknown concentration at an unknown dose rate via an implantable pump. It was reported that a message was seen indicating the pump motor had been stopped for 1092 hours, accompanied by error code 99 and error code 100. The service code 99 is regarding the pump having been stopped for 1092 hours, and service code 100 is regarding potential underdose as the pump motor is currently stalled. The patient had not exhibited any symptoms of underdosing. During the pump interrogation carried out yesterday, the motor restart (motor stall recovery) message was displayed. It was being considered that it was highly probable that the pump entered telemetry mode. At the time of the report technical services reviewed that a good indicator the pump had restarted is the fact that the actual volume dispensed was identical to the theoretical volume. Technical services further reviewed that this suggested that the pump was likely in telemetry mode, as the infusion proceeded normally.